Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced swelling and an infection at the implant site leads to pus flow from the surgical incision (date not reported). Subsequently, the patient was treated with topical antibiotics for two months (specific date not reported). However, the issue could not be resolved. The patient underwent surgical drainage procedure twice (date not reported). The device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.